Manufacturer narrative:
The zoom 71 catheter and competitor rotating hemostasis valve (rhv) were returned for investigation. Upon investigation it was determined that shaft breakage occurred at the distal end of the catheter. Investigation demonstrated stretching and kinking of the returned proximal section. The competitor rhv was inspected and no remnants of the broken zoom 71 distal catheter segment were found. Based on the information provided and device investigation the exact root cause could not be determined. However, the most probable root cause for the shaft breakage is the interaction with the other devices including the over tightened rhv. The manufacturing records were reviewed, and demonstrated the product met all the design and manufacturing specifications.

Event description:
The patient was undergoing a thrombectomy procedure to treat an occlusion at the proximal basilar artery. The patient had moderately tortuous anatomy. Access was obtained with a competitor's guide catheter and zoom 71 aspiration catheter. After the first pass, the physician switched from the competitor's guide catheter to zoom 88 to provide more support. Using the same zoom 71, an unknown number of aspirations were performed. A small portion of clot was removed creating a small channel through the occlusion. The physician then ballooned and stented that section of the vessel. The same zoom 71 was then used for multiple aspirations (approximately 8 to 9) including the use of a stent retriever. When removing the zoom 71 through a competitor's rhv, the distal portion of zoom 71 detached outside the patient. The physician stated that the rhv was overtightened, and he had to pull harder to remove the catheter. A tici 3 score was achieved. There was no intervention performed and no patient sequelae reported.